Event description:
It was reported the pt had fallen. Afterwards, the pt began to receive inadequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed the lead had migrated. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.